Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2013 at 1927, the device was programmed for intermittent delivery, set dose amount of 71 ml, set dose time of 1 hr, a dose frequency of 8 hrs, a dose number of 3, a kvo (keep vain open) rate of 2 ml/hr, a container size of 265 ml, and a start time of 0:00. The device continued in use at the programmed settings between (B)(6) 2013. On (B)(6) 2013 at 1635, a new container was indicated and kvo delivery stopped and started. At 2300, dose 1 delivery began. A new date stamp occurred on (B)(6) 2013 and dose 1 delivery ended. Between 0700 and 0800 dose 2 delivered. At 1038 and 1423, six 12/000/023 (stuck key-on/off key) alarms occurred, the device was powered on 12 times and powered off 4 times. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in therapy due to a continuous alarm condition. On an unspecified date and time, the device was programmed in the intermittent mode to deliver to a homecare patient cefazolin 300 mg with a 256 ml .9% sodium chloride container size, and delivery was started. No further programming parameters were provided. On (B)(6) 2013 at an unspecified time, the patient notified the homecare nurse that the device had a continuous unspecified alarm condition. It was reported the patient missed one dose of medication due to the alarm condition. There were no reports of any adverse patient events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional information was provided.